Event description:
The customer's doctor called in stating that the customer had been hospitalized due to hypoglycemia. Prior to the hospitalization, the customer treated herself with a bolus. She had been out with her son and did not have her sensor on. Once she got back home, she tried to change her sensor but it needed to be charged. Her blood glucose levels dropped and she fell down. The customer believed that her blood glucose levels dropped because she had been out in the sun and she did not charge her sensor in time. The paramedics came and at the time of the hospitalization, the customer's blood glucose level was 20 mg/dl. Once she reached the emergency room, her blood glucose levels increased to 73 mg/dl. The customer was in the emergency room for 2 hours and then released. Her current blood glucose was 211 mg/dl. She declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.